Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red welts under the back therapy pads of the lifevest and on breast area. It was reported that the patient went to the hospital and received testing. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed a powder for the skin irritation. Outcome of the irritation is unknown.